Event description:
It was reported that it took time to free the trailing haptic from the plunger, which had come out in a state of entangling each other. The procedure was then successfully completed. There was no problem with the patient¿s visual acuity after surgery. Sufficient balanced salt solution (bss) was filled in the container for the duration of irrigation-aspiration. The reporting physician said that they had used dib00v for some time, but they had never had anything like this before. There was no patient injury. This issue occurred twice and a separate report will be submitted for the other unit.

Manufacturer narrative:
Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.